Manufacturer narrative:
The reported field event of an insertion anomaly could not be confirmed in the lab. Test leads were able to be inserted with no anomalies. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that while attempting the lead implant, the lead was not able to be inserted in the header of the implantable cardioverter defibrillator (ICD). The ICD was not used. The patient was discharged.